Event description:
Complainant alleged that a patient was being monitored for a stress test and became bradycardic and fell to the floor unconscious. The device was switched to defib mode and the paddles were placed onto the patient. The device was charged to 200 joules, made a loud pop sound and powered off. Complainant indicated that the patient was resuscitated wtih atropine. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.